Manufacturer narrative:
Unable to provide the PMA/510k number. The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
A device report from (B)(6) indicates a clinic in (B)(6) reported: the standard pfna blade was used with a pfna ii nail resulting in the jamming of both implants. The surgery was prolonged due to the jamming of the implants. The blade and nail were eventually removed and replaced with an alternative product. This is two of two reports for this event.